Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained utilizing a retrograde approach. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6fr 11 cm unspecified sheath was used. After the 0.035 inch non bsc guide wire crossed the target lesion, the 9.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The procedure was completed using a 8mm x 40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.